Event description:
Customer called to report when customer primed 3u several times to take up the slack, the insulin did not exit. Customer declined to perform any troubleshooting and requested a replacement pump. Device was not dropped, bumped, or exposed to moisture.